Event description:
Caller reported blood glucose results of 443 mg/dl, 126 mg/dl, 415 mg/dl, 130 mg/dl, 135 mg/dl, and 132 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.